Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was unable to duplicate the calibration problem, no problem was found. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed calibration. There was no patient involvement. The device evaluation revealed a lifted downstream occlusion seal.